Manufacturer narrative:
Physio-control evaluated the device and confirmed the device was not charging the battery. Physio replaced the power supply assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer reported that, when the device is connected to ac power, the ac main light is on but the battery is not being charged. If the battery isn't being charged, the device might not power on with the battery.